Event description:
The customer reported that the central nurses station (cns) spontaneously shut down, and they were unable to determine the cause. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurses station (cns) spontaneously shut down, and they were unable to determine the cause. By the time technical support (ts) called the customer back, they had already resolved the issue by powering the cns back on and currently not having any issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 0918/2023 emailed customer for all items under the no information section. The customer replied, they provided the serial and model numbers to the customer service agent, and was not able to access it now. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Transmitter(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurses station (cns) spontaneously shut down, and they were unable to determine the cause. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurses station (cns) spontaneously shut down, and they were unable to determine the cause. By the time technical support (ts) called the customer back, they had already resolved the issue by powering the cns back on and currently not having any issues. No patient harm was reported. Investigation summary: a review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are user intervention (intentional or accidental), scheduled reboot, and power related issues. Staff or personnel may have inadvertently unplugged and reconnected the power cable of the device, or may have inadvertently shutdown the cns. Power related issues, such as power outage, and generator tests, may cause the cns to shut down. Without a definitive root cause, countermeasures to address the root cause could not be identified. Furthermore, the issue has not recurred on the device, and there have been no significant trends on cns reboots and sudden shutdowns. The issue was also immediately resolved by routine troubleshooting (turning on the device). The following fields contains no information (ni), as an attempt to obtain the information was made, but none were provided. A2 - a6. B6 - b7. D10. Attempt #1 0918/2023 emailed customer for all items under the no information section. The customer replied, they provided the serial and model numbers to the customer service agent, and was not able to access it now. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Transmitter(s): model #: ni. Serial #: ni device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the central nurses station (cns) spontaneously shut down, and they were unable to determine the cause. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurses station (cns) spontaneously shut down, and they were unable to determine the cause. By the time technical support (ts) called the customer back, they had already resolved the issue by powering the cns back on and currently not having any issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information was made, but none were provided. A2 - a6. B6 - b7. D10. Attempt #1: on 0918/2023, they emailed customer for all items under the no information section. The customer replied, they provided the serial and model numbers to the customer service agent, and was not able to access it now. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Transmitter(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The customer reported that the central nurses station (cns) spontaneously shut down, and they were unable to determine the cause. No patient harm was reported.